Event description:
Note: this report pertains to second of eight devices that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2009-00170, 3005099803-2009-00172, 3005099803-2009-00173, 3005099803-2009-00174, 3005099803-2009-00175, 3005099803-2009-00176, and 3005099803-2009-00177 for a description of the other event. Note: date of the event is unk. It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a procedure. According to the complainant, they were unable "to deploy the clip (to detach it)" and "obliged to cut the device". There were no pt complications reported as a result of this event. Additional information reported that the "procedure was extended by 30 mns of 5/10 mns".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.